Event description:
J-tube enteral feeding device detached from the device connector after the device was deployed in the patient during the therapeutic procedure. Proximal portion of the detached tube was still outside the pt when the complaint condition was noticed, and didn't fall into the pt's body. The device was successfully removed from the pt by hand. The clinician successfully replaced the device with another enteral feeding device. There was no adverse affect on the pt as a result of the reported problem.